Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not conclusively determine the exact cause of the reported phenomenon based upon the investigation result. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure using the subject device, it was found that the endoscopic image was sometimes not displayed on the screen of the subject device (temporary blackout) even though the subject device was being turned on. The user completed the intended procedure using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there were scratches and/or foreign material on the exterior of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.